Event description:
It was reported, retractor broke at handle attachment. Doctor was using it gently in a pelvic procedure and it snapped.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.